Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error alarm. Their blood glucose was 280 mg/dl. They were advised about the alarm and was trying to assist with clearing it. The customer stated that the insulin was not exposed to a high magnetic field. The alarm history was checked and found the pump error alarm. The customer states that they were not able to rewind the pump. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a pump error 43 alarm during rewind, problem isolated to the motor. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 130 due to pump error 43 alarms. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage, scratched case, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer.